Event description:
S [situation]: kangaroo feeding tubing broke when attempting to use. Cardinal health kangaroo epump set (tubing placed on educator's office door). B [background]: I poured milk into the kangaroo tube feeding bag and when I attempted to put the tubing into the feeding pump, it snapped. The tubing broke after the section that goes into the kangaroo pump. The kangaroo e-pump set snapped under the portion that goes into the kangaroo pump. The second half of tubing is completely disconnected froam priming set, therefore unable to use product for feeding. Hospital is updating their kangaroo pumps and bags between [redacted]-the next 1-2 months and thus we should not experience this issue with the new bags and pump. Product information: kangaroo epump set 1000ml, manufacturer: cardinal health, ref # 773656. Lot # 2420900183.